Event description:
A malfunction was reported on the customer's pump, displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was advised by technical support to replace the pump. The customer will use multiple daily injections as a backup therapy and was sent a replacement pump. Instructions were given to return the faulty pump and to program the replacement pump with settings and connectivity requirements, which the customer understood and acknowledged.